Event description:
It was reported that the right atrial (ra) lead was capped due to an unknown product performance issue. Another ra lead was successfully placed. No additional adverse patient effects were reported.